Event description:
The tech alleged that the mattress ticking was letting fluid leak into the foam, fire wall and sheer liner. No pt impact.

Manufacturer narrative:
The tech replaced the fire barrier, sheer liner and foam pad to resolve the issue.